Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the cannula never fully fired and the pink slide insert did not move. When the pod was removed, the cannula as only halfway fired and never punctured the skin. The customer's blood glucose reach 459 mg/dl. The pod was worn between 4 and 24 hours.